Manufacturer narrative:
(B)(4). The device referenced in this report was returned for evaluation. Engineering investigated the issue and found that there were small holes on articulation sleeve area. The engineers were able to reproduce the error. The factory leakage test failed over limit; physical damage at articulation sleeve area could affect leakage test. Through destructive analysis, it was found that there were pin holes on articulation sleeve inside. Thus, the possible root cause of this complaint was found as c-flex articulation sleeve material because of particle or foreign substance. It might be a pin hole during articulation bent and liquid could infiltrate into articulation area. Liquid infiltration can cause leakage fail and electrical malfunction which leads to system error or image problem. The c-flex articulation sleeve material inspection & re-work process has been implemented since nov. 2015. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during patient planning, the user connected and selected the transducer to check the functionality; however, the transducer displayed a usacquisitionhw_0 error message. The system was rebooted to restore functionality. There was no patient involvement when the reported phenomenon occurred. No additional information was provided.